Event description:
It was reported that the patient experienced driveline faults and low flow alarms. A review of the log files revealed 75 low flow hazard events. Most of these occurred on (B)(6) 2023 and (B)(6) 2023. It was reported that the patient did not hear the alarms at home. The system controller's driveline fault detection circuitry continued to indicate that there was a damage conductor within the driveline. The driveline was previously repaired in february 2019. The patient is stable and is undergoing evaluation for a pump exchange or a heart transplant.

Manufacturer narrative:
The patient's previous driveline repair is addressed under MFR. #2916596-2019-01013. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault and low flow events can be confirmed based on the evaluation of the submitted log files. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the driveline faults cannot be conclusively determined. A specific cause for low flow events could not be conclusively determined. The submitted log captured intermittent driveline faults associated with phase 2 between (B)(6) 2022 and (B)(6) 2023 while the patient was supported by both the power module and batteries. 75 intermittent low flow alarms were captured when the pump flow dropped below the low threshold of 2.5lpm. The account assumed that the cause of the driveline faults was damage to the internal portion of the driveline. The cause of the low flow alarms was not identified and did not resolve. The patient was asymptomatic, and no diagnostics or troubleshooting was done. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), original driveline, serial number (B)(6) and replacement driveline, serial number (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook: section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.